Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device required repair and displayed the error message "the operating system couldn't be loaded because code integrity failed to initialize". The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station encountered a hard drive error when attempting to start up. The reimaging system failed. A field service engineer replaced the hard drive and imaged the new drive to resolve the issue. The system functioned as intended after the field service engineer repaired the device.